Event description:
The date of event is unknown. Customer reported that set leaked, location unknown. There was no patient harm and no additional information available.

Manufacturer narrative:
Manufacturer's report date: 4/15/2009.